Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the right ventricle lead exhibited noise, low pacing impedance, and insulation breach. The right ventricle lead was explanted and replaced. Patient was stable.